Event description:
It was reported that the device delivered inappropriate high voltage defibrillation therapy and antitachycardia pacing for supraventricular tachycardia. The physician did not allege the event was due to a malfunction and stated the device performed as expected based on it's programmed settings. The device was reprogrammed to resolve the event and the patient was in stable condition.